Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 215 mg/dl. The customer had miscalculated the number of carbohydrates while entering a food bolus. A correction bolus was delivered to address the bg level; however, as the insulin on board showed insulin was still active, the pump did not deliver the bolus. Tandem technical support educated the customer on how to override the pump if needed. The customer acknowledged the information.